Event description:
It has been reported to us that during the procedure, the occlusion balloon wire separated resulting in occlusion balloon deflating. The physician inserted the occlusion wire into the patient and advanced it forward into the vessel. The physician inflated the occlusion balloon to 3.5mm to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. The occlusion balloon was then inflated to 4.0mm to occlude the vessel. The physician performed a second aspiration on the vessel. The physician deflated the occlusion balloon. The physician re-inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilitation balloon over the occlusion balloon wire and dilated the vessel. The physician attempted to remove the pre-dilitation balloon and felt resistance while removing the device. The physician pulled back with some force and the occlusion balloon wire separated resulting in the occlusion balloon deflating. The physician continued the case without distal protection. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H3: device anticipated, but not yet begun.